Event description:
It was reported that the customer had a motor error alarm. The customer blood glucose level was 99 mg/dl. Customer states they do not uses the sensor feature one the pump and able to complete a set rewind. Troubleshooting was performed and the insulin pump will be replaced. No further information was provided.

Manufacturer narrative:
Analysis reports the insulin pump was unable to prime during the prime/a33 test due to protruded/loose drive support disk. No motor error alarm. Motor passed motor test. Minor scratched display window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked.